Manufacturer narrative:
On 4/8/2019, report of operation indicated that the left implant was deflated not the right as it was reported initially by the reporter to the mentor. The patient uderwent bilateral removal and replacement as follow; left replaced with cat: smpx-295, serial number (B)(4), and right replaced with cat number: smpx-295, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, information received indicated that the patient had the device removed on 3/15/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/16/2019,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information on (B)(6) 2019, indicated that the suspect left device lot number is 64788451, catalog number 3542640. Concomitant product: right device,catalog number 3542640, 6497867-039 a manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/23/2019, mentor became aware that the initial report with right suspect device was the correct report and the lot number for the suspect right device is 6497867, serial number (B)(4), catalog 3542640. On 5/8/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: left- catalog number 3542640, lot number 64788451. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Evaluation summary completed on 5/28/2019: during evaluation of the sample a tear was observed on the anterior aspect of the implant measuring 0.5 cm. Also it was noticed in the same view, an area of siltex cracking. Microscopic examination was performed in the tear and no evidence of instrument damage was observed. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left- mentor siltex round moderate profile 275cc saline breast implant catalog number 3543640, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 275cc saline breast implants which the right side deflated after implantation. Patient noticed that the right implant was deflated, saw the surgeon on (B)(6) 2018, and he confirmed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.